Manufacturer narrative:
This report is submitted on june 14, 2024.

Event description:
Per the clinic, the patient experienced an episode of meningitis. Subsequently, the device was explanted on (B)(6) 2024.